Manufacturer narrative:
(Against IFU): the starclose instructions for use (IFU) state: (precautions) "do not deploy the clip in areas of calcified plaque". And (special patient populations) "the safety and effectiveness of the starclose vascular closure system have not been established in pts with femoral artery calcium, which is fluoroscopically visible at access site." The customer reported the device was discarded. The lot number was provided. A review of the device history for this lot did not produce any finding relevant to this report.

Event description:
Device malfunction: difficult to remove, clip mislocation, prolapsed vessel locator wings. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device required "a little extra force", to remove, and the clip remained on the distal end of the device. When the device was removed, the vessel locator wings appeared prolapsed. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. No additional information was provided.